Event description:
Fluoroscopy burn during stent procedure in hepatic, splenic, and celiac arteries. Burn appeared 4 weeks after procedure, became a square open wound. It's been 4 months and 30 sessions of hyperbaric oxygen therapy was given. Once complete, the pain continued to get worse. No treatment is provided beyond hoping that hyperbaric oxygen therapy would help. Need to see pain management as the field of pain is beyond the visible tan square on side. Stent procedure took longer than expected (over 2 hours), and explanation was given that higher dosages was needed as pt was described as "thick".